Event description:
It was reported that a user experienced hypoglycemia while using the ilet system, stating they could not get the pump to maintain blood glucose and had constant low blood sugar. Symptoms included episodes of low blood glucose. Outcomes included no hospitalization or long-term disability reported. Investigation included user education or troubleshooting. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that, based on previously established findings for similar reports, the event was user-reported hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.